Manufacturer narrative:
The device has not been returned for examination; however the manufacturing and material records have been reviewed. This event does not appear to be related to manufacturing or materials. There are presently no other complaints for this lot. Clotting is a known failure mode for small bore neonatal catheters. Probable user error. Not returned to manufacturer.

Event description:
Two 1.4 fr polyurethane single lumen pic catheters from the same lot were reported to clot immediately after insertion.